Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device cannot power on was identified during visual inspection. Additionally a f-94 (configuration option settings checksum is not 0) alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. No additional information is available. No additional information is available.